Manufacturer narrative:
.

Event description:
It was reported that the physician's office refilled the pt's pump and changed the concentration from 25 mg/ml to 50 mg/ml with a dose of 3 mg/day. The clinic read the pump a week later and it was showing the concentration as 25 mg/ml. It appears that a bridge bolus was never done and the pump was not updated. No pt symptoms or outcome was provided. The drug contained in the pt's pump was not reported.